Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were hospitalized by ambulance due to high blood glucose on unknown date with blood glucose of 33 mmol/l. The customer experienced symptoms such as nausea, abdominal pain and difficulty breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.